Manufacturer narrative:
Upon investigation, the exposed portion of the soft cannula was found to be kinked. Although damage was observed to the exposed portion of the soft cannula, fluid successfully passed through the fluid path and exited the distal tip of the soft cannula. No leakages were observed. The timing and cause of the damage to the exposed portion of the soft cannula can not be determined. The top and bottom housing of the returned device were observed to be cracked. Although cracks were observed, the cracks did not affect the functionality of the device.

Event description:
It was reported that the patient's blood glucose (bg) values reached 361 mg/dl, while wearing the pod between 4 and 24 hours on the leg. For treatment, the patient changed out the pod.